Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was failed, unable to open and required maintenance. A field service engineer inspected the drawer, attempted to replace drawer controller and then module controller but could not get drawer to open in hardware test application (hta) and then replaced the solenoid which resolved the issue. All relevant tests passed in hta. Customer was able to access the storage space without any issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer 3 failed to open and error message was notified as "requires maintenance". Customer troubleshooted with reboot and recover but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.